Event description:
As reported by navilyst medical's distributor in (B)(4): during PICC placement procedure, the wings of the introducer both became detached leaving the tube around the PICC. The person placing the PICC then grasped the end of the introducer tube to prevent it from migrating, and was able to peel it apart for removal. They stated that "the pt suffered no harm as a result of this incident." The used introducer sheath will be returned to navilyst medical for eval.

Manufacturer narrative:
Although it has been indicated that the device from the reported incident will be returned for eval, it has not yet arrived. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).